Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, three years three days of post deployment, a computed tomography (CT) abdomen and pelvis with intravenous and without oral contrasts showed that the superior extent of filter was at the l1-l2 disc space and inferior extent at mid-l3 vertebral body. A total of 6 prongs had perforated through the inferior vena cava. Maximum distance prong perforated through the inferior vena cava was 3.63 mm. Coronal images showed 2.51 degrees tilt of filter left-to-right and sagittal images showed 7.88 degrees of tilt posterior-to-anterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2019). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right and left common carotid arteries thrombus, right subclavian artery thrombus, right innominate artery thrombus and bilateral pulmonary embolism. Approximately three years and three days post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous and without oral contrasts revealed that the filter prongs perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2019.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right and left common carotid arteries thrombus, right subclavian artery thrombus, right innominate artery thrombus and bilateral pulmonary embolism. Approximately three years and three days post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous and without oral contrasts revealed that the filter prongs perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.